Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse found errors 112 and 16 in the logs. To fix the issue, the fse replaced the display monitor to video generator board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down even when the battery was full. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty video generator board (pcb) was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the pcb per procedure and no visual damage was observed. The nrc did not very if the error code 16 or 112 in the fault log. The cardiosave pumped for 4 hours with no problem found. The iabp unit was confirmed to have not shut down and the pcb passed testing. The pcb will be sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information: contact person phone number - (B)(6). It was being reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unexpectedly shutdown" even when the battery was full. A getinge field service engineer (fse) had went on the site and inspected the unit and found errors 112 and 16 in the logs. Than the fse had troubleshooted the unit and replaced the display monitor to video generator board assembly. Than the fse had completed all tests, performance , diagnostic and safety with no issues. The unit was approved for clinical use and returned to the customer. There was a patient involvement but no harm reported. The defective components were received for further investigation. Inspection of the pcb, video generator part number 0670-00-0781 serial number (B)(6) board was completed per procedure number 0002-07-d014 revision g and to the ipc-a-610 standard revision h with no visual damage observed. The nrc did not verify the error code 16 or 112 in the fault log. The cardiosave pumped for 4 hours with no problem found. The unit did not shut down. The board passed testing. Part 0670-00-0781 no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.